Event description:
Information was received from a patient who was implanted with a neurostimulator indication for fecal incontinence and gastrointestinal/pelvic floor. The stimulation sensation the patient felt was shocking. She feels shocking sensations on the left side (ins was implanted on the right side). It feels like a taser. A falls reported that could be related to this issue. She fell at work in (B)(6) 2016 (about 3 weeks ago) and she thinks that was what broke her device. Decreasing amplitude does not eliminate the uncomfortable stimulation. She had turned it down and it hasn't helped. Patient already followed up with the hcp (healthcare provider) and they told her to call manufacturer. Event date was in (B)(6) 2016. Additional information received from healthcare provider reports the patient fell on right side where the ins (stimulator) was located. Impedances check were ran and all combination were out of range. A complete revision was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.